Event description:
On (B)(6) 2012, the patient underwent treatment for an unspecified endoleak and gore aortic extender component was placed over the main body. At the conclusion of the procedure, a type ii endoleak remained. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: "users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices."